Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to display a "test ok" message during self-test. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has rece'd the device for evaluation and this complaint is still under investigation.